Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 149 mg/dl. Customer stated that insulin squirted out during the manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose support disk. The insulin pump received with missing end cap sticker.